Event description:
It was reported that there was an infection. A couple of days after the implant, the patient went to get an injection for her toe. She pushed against a chair and the incision popped open. The site got infected and it was oozing. The patients status was unknown. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uem0, implanted: 2015-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).